Event description:
It was reported that a patient was undergoing a CABG. While the chest was open, it was noted that there was a tear in the inominate superior vena cava (svc) junction from the introducer/dilator. It was noted that the tissue was fragile. The svc junction was sutured. It was stated that the patient had two liters of blood loss and required blood replacement. The patient stabilized and was discharged to rehabilitation in 01/2002.